Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was not starting. A review of the system logfile cannot confirm the malfunction. The defective part was returned from part analysis, and it was concluded that no failure was observed. Fse replaced the flexvision pc and hard disk and reloaded the os and application sw. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the computer was not booting up. The device was outside of clinical use at the time of reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.